Event description:
A report was received that the patient was experiencing discomfort due to the clik anchor was sticking out on his back and was too close to the skin. The patient underwent a revision, during which, the physician moved and buried the clik anchor deeper into the fascia. The patient was doing well post-operatively.